Event description:
The customer reported no delivery alarms and being hospitalized with a blood glucose reading of 478 mg/dl. Prior to the event, the customer was experiencing uncontrollable blood glucose levels. The customer was told to get the insulin pump replaced right away. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.